Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The balloon has a pinhole 5.5mm from the proximal markerband. There are numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the confirmed event. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left circumflex artery. After a guide wire crossed the lesion, predilation was performed and a stent was deployed in the target lesion. A 3.50mm x 12mm nc emerge® balloon catheter was then used to optimize stenting; however, the balloon was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a balloon pinhole.